Event description:
When trying to fire the stapler and starting to engage and fire the stapler, it would not allow the rest of the staple line to be laid down. We had to open up the stapler and disengage it, and remove it from the peritoneal cavity. A laparoscopic cecectomy was performed.